Event description:
It was reported that the ceramic tip of the sheath was broken. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
E1:(B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: impact, dropping, shock or similar stress should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.